Event description:
Event description guidant received information that this transvenous implantable lead up recorded multiple episodes of noise and exhibited impedance greater than 3,000 ohms. Technical services discussed the long pin issue associated with this lead, and recommeded evaluation.